Event description:
During product service by a service technician, a flo-gard infusion pump was found to present an f-38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. Functional testing revealed that the device had presented an f-38 alarm. The cause of the condition was determined to be damaged force sensing resistors. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.